Event description:
It was reported that during a lap prostatectomy procedure, display shows instrument error. No function. Took new instrument to complete the case. No further information is available. No consequence to the patient.